Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system had a stored episode with noise on the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in oversensing on the ra channel as well as pacing inhibition of greater than two seconds on the rv channel. It was noted that there was a lead safety switch (lss) for the ra lead for high out of range impedance values. Technical services (ts) analyzed presenting electrogram (egm) then discussed troubleshooting by reprogramming device with health care professional (hcp). This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).